Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator reached elective replacement and a data analysis was requested. Data analysis revealed that the device was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported. Additional information revealed that this device was explanted and replaced. No additional advers effects were reported. The device is not expected to return up to this point.

Manufacturer narrative:
This correction report was submitted to correct field b5 "describe event or problem" where it was stated that device involved was a pacemaker instead of an s-ICD. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator reached elective replacement and a data analysis was requested. Data analysis revealed that the device was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report was submitted to correct field b5 "describe event or problem" where it was stated that device involved was a pacemaker instead of an s-ICD.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator reached elective replacement and a data analysis was requested. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported.